Event description:
Pt was admitted to the micu when several attempts were made to transfer the patient to the solar monitor using the pdm (tram module) and the bedside pdm docking station. Each attempt was unsuccessful. Additional pdms were used without success. Biomed found that the eport (connector on the rear of the pdm module) on the pdms were bent and the eport connector on the pdm docking station was also bent therefore the pdm could not connect. This critical pt. Had to be monitored with a defibrillator until biomed got another pdm that did not have a bent eport and the pdm docking station had to be replaced. Other equipment was used to monitor the pt hemodynamics during the wait for a new pdm and pdm docking station. The eport connector on the pdm as well as the pdm docking station's eport connector is a poor design and ge has been made aware via itrack which occurs every time we encounter this problem and notify ge. This is not the first problem we have had with the pdm and the eport connectors. Ge has been replacing all the pdms with bent or broken eport connectors, but something rather than just replacing parts must be done about the design of the pdm. We have also noticed this problem with the pdm and pdm docking station on the transport pro monitors.====================== manufacturer response for module, physiological monitor, pdm, tram, monitor, physiological transport pro and solar======================ge has replied to emails stating that they have forwarded our concerns to their headquarters. A ge nurse has contacted us to find out about the events involving this patient. However we have had no follow up on how ge plans to fix the design on the pdm's eport/ eport connectors and docking station.